Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device for the malfunction has not been returned to the manufacturer for evaluation; however medical records have been received for evaluation. The evaluation confirmed difficulty removing, detachment of the device or a device component, and a patient-device interaction problem. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced difficulty removing, detachment of the device or a device component, and a patient-device interaction problem. This information was received from one source. The malfunction involved one patient with no patient consequences. The weight of the (B)(6) year old female patient was not provided.